Event description:
Patient reported having a miscarriage, which is not device-related. Patient and healthcare professional later reported "basal cell carcinoma of the left upper forehead". A different healthcare professional reported a right-side deflation. The device remains implanted. The patient was "treated with aldara cream" for the basal cell carcinoma.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/jul/2011. Clarification to b3 date of occurrence: on (B)(6) 2009 date relates to the patient's report of a miscarriage. The patient was diagnosed with basal cell carcinoma on (B)(6) 2010. The date of occurrence relating to the right-side deflation was provided as on (B)(6) 2025. The event of "cancer" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event of cancer is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-saline bi assy rev 6.0 was performed, and the event of carcinogenesis (cancer) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported having a miscarriage not device related. Health professional later reported diagnosis of basal cell carcinoma of the left upper forehead. A different healthcare professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.